Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been experiencing pocket heating after charging the device for 30 minutes. The pt had weak stimulation when the ipg battery was low. Placing something between the charger and the ipg site during the charging sessions had lessened the pocket heating. The ipg required frequent charging. The parameters were re-programmed to resolve the charging frequency issue. No further info is available at this time.